Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a replace battery now. The alarm occurred less than 10 hours from low battery. The customer¿s blood glucose during the incident was 9.9 mmol/l. They inserted a new battery. The battery cap was okay. The anomaly occurred for the second time. There was no clear indication that the issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test properly. No unexpected battery out limit alarms noted.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.